Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system disconnected during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7349729. Our records show it was manufactured on 01/06/2018, and determined that this is the only instance of a separation between the catheter and adapter occurring in this product batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Unfortunately a sample could not be obtained for evaluation and testing, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd cannot confirm or associate this complaint to the manufacturing process. Reviewing our end user risk assessment, there are proper controls in place to detect product malfunctions in the manufacturing process. Bd will continue to monitor this issue. No corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system disconnected during use. No serious injury or medical intervention was reported.